Event description:
Reporter indicated that pt's device has been turning "on" and "off" randomly for a few months. It was reported that the device sometimes comes "on" all day and then nothing. The pt is reportedly not around any strong magnets, just regular household appliances.